Event description:
A patient that had a scan performed in 1993 has informed the MFR that the pt has chronic pain stemming from this event. According to the pt's physician, the pt had been electron-magnetically hypersensitized. The hypersensitivity starts in the hip area and runs down the back of the legs and thru the soles of the pt's feet. According to the scientists and medical doctors at ge, they disagree that the static magnetic field or the rf energy could be at the root of the chronic pain.